Event description:
The customer reported a leak from reagent probe a of the unicel dxc 600 synchron system. The customer observed fluid in the wells below the cartridge chemistry (cc) sample probe and under the reagent probes. Beckman coulter reviewed the instrument's error log and noted that the instrument generated blank absorbance low (bl abs low) errors for aspartate aminotransferase (ast) and urea nitrogen (bun). The instrument also generated out of instrument range low (oir low) errors for microalbumin (ma) and direct bilirubin (dbil), and out of reportable range low (orr low) errors for ma. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer with troubleshooting over the phone, and it was determined that the cause of the leak was due to loose fitting on top of reagent probe a. The customer proceeded to tighten the fitting to resolve the issue. Failure mode of the event is attributed to a loose fitting on top of reagent probe a. (B)(4).